Event description:
Customer reported receiving a no delivery alarm and a motor error alarm on the insulin pump during prime. Customer stated that they do not use the sensor feature on the insulin pump and that they were able to rewind the device. Customer's blood glucose reading at the time of the call was 81 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.